Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing on the implantable cardiac monitor (icm) noted on the false pause episodes. No intervention has been performed. There were no patient consequences.